Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event and hospitalization on (B)(6) 2014. Patient reported that on the day of the event, his granddaughter heard beeping and came to check on him. The patient's granddaughter found the patient unconscious. At this time, the patients blood glucose and cgm level were both reflecting 40 mg/dl. The patient's wife then called 911 for assistance. Paramedics arrived at the patients home and provided intravenous therapy. Then the patient entered the emergency room and stayed for two days. At the time of contact with dexcom technical support, patient was healthy.

Manufacturer narrative:
(B)(4).